Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The system would not be returned, as it was discarded by the customer.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) via a business partner regarding a patient who was receiving gabalon (unknown concentration and dose) via an implantable pump for subarachnoid hemorrhage. It was reported on (B)(6) 2019 that the patient's pump was removed because the effect was not expected, even though the treatment was continued. The adverse event was reported as "discontinuation of treatment and removal of pump." The outcome was unknown. The event was considered not causally related to the drug, catheter, pump, programmer, or surgical procedure. Further complications were not reported.